Manufacturer narrative:
The controller passed visual. Both ports performed proper mating and lock actions when the power sources were connected. The returned controller fails at supplemental testing. A supplemental thermal test was done to the controller to ensure that the alarm audio system is still functional at the high end of the temperature gradient. The ¿no power¿ alarm failed to sound when both power sources were disconnected from the controller. The thermal fuse that connects the two cells in series had faulty weld joint . Log file analysis: log file analysis revealed six (6) controller power up events between (B)(6) 2017 and (B)(6) 2017. Two(2) controller power-up with theirs associated motor start event were logged on (B)(6) 2017. These events are indicative that both power sources were disconnected from controller. Since these were a double disconnect and the controller was power down there no alarms or faults status recorded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient heard a short "no power alarm" when both batteries were disconnected after she fell. The patient reconnected the batteries to the controller. There was no consequence to the patient.

Manufacturer narrative:
It was reported that the controller failed to sound the "no power" alarm after a disconnection of both power sources. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Log file analysis revealed six (6) controller power ups events between (B)(6) 2017. Two controller power-ups with their associated motor start event were logged on (B)(6) 2017. At 13:21:29 hours, before the controller power-ups, (B)(4) was connected to power port one (1) with capacity equal to 97% and (B)(4) was connected to power port two (2) with capacity equal to 47%. These events were likely due to a disconnection of both power sources from the controller as described in the event details. As a result, the reported loss of power was confirmed. The most likely root cause of the loss of power can be attributed to a double disconnection of both power sources as described on the reported event. Failure analysis of the returned controller revealed that the controller passed visual inspection and initially passed functional testing; disconnecting both power sources triggered a "no power" alarm. Additional testing was performed and involved exposing the controller to temperatures of 40°c to determine if the 'no power¿ alarm would still sound under higher environmental (ambient) temperature conditions. The reported "no power" alarm failure was confirmed. Results revealed that the alarm failed to sound once both power sources were disconnected. Further analysis was performed, and it was determined that the failure of the "no power" alarm was due to a faulty thermal fuse weld joint, which connects the two cells of the internal battery in series. Based on the available information, the most likely root cause of the reported "no power" alarm failure can be attributed to a faulty thermal fuse weld joint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that the controller failed to sound the "no power" alarm after a disconnection of both power sources. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Log file analysis revealed six (6) controller power up events between (B)(6) 2017 and (B)(6) 2017. These events were likely due to a disconnection of both power sources from the controller. Failure analysis of the returned controller revealed that the controller passed visual inspection and initially passed functional testing; disconnecting both power sources triggered a "no power" alarm. Additional testing was performed and involved exposing the controller to temperatures of 40oc  to determine if the "no power" alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the alarm failed to sound once both power sources were disconnected. It was determined that a thermal fuse was prematurely opening before reaching the temperature specifications. As a result, the most likely root cause of the reported event can be attributed to a faulty thermal fuse within the "no power" alarm circuit.  Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.